Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer declined to troubleshoot for the high blood glucose at this time. Customer has not treated but will revert to her back up method of injections. Customer stated that she did not know the insulin pump was not going to work. Customer stated that when she primes her tubing she sees drops, releases the act button, presses esc, then is going back to prime. Customer stated that they are unable to exit the preparing to prime loop. Customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer stated that the drive support cap was loose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis